Event description:
It was additionally reported that the ipg device and lead experienced no product issue. Rather, there was an unsuccessful attempt of another lead that was not implanted due to the patient¿s anatomy, which produced unacceptable pacing thresholds. It was not possible to find a stable/acceptable threshold on the ventricle. The decision was made to implant a competitor lead instead.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an adverse event occurred during implant. There was an unspecified product issue with the implantable pulse generator (ipg) device and lead. The device and lead remain in use. The patient was a participant in the post approval clinical surveillance study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.